Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced dyspareunia, pelvis pressure and mesh extrusion. A sling excision and cystoscopy were performed.